Event description:
Per the clinic, the patient experienced pain at implant site, facial nerve stimulation, poor sound quality and rising impedances with the device use. The patient also reports drainage through pressure equalization tube. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with another cochlear device on (B)(6) 2025. Device

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant site (specific date not reported).